Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure® coils and full occlusion of both tube. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/migration/perforation: not specified/subserosa of left fallopian tube'), pregnancy with contraceptive device ('unwanted pregnancy/pregnancy- birth - no complication') and device dislocation ('no essure device was found in the right tube') in an adult female patient who had essure (batch no. 676113-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2002, (B)(6) 2009, (B)(6) 2016), multigravida and gravida ((B)(6) 2000 female nsvd full term. On (B)(6) 002 male nsvd full term. On (B)(6) 2009 female nsvd full term). Concurrent conditions included breast tenderness. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device dislocation, device expulsion, migraine and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pain, migration, perforation, other injuries/symptom. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: results: both essure® coils and full occlusion of both tube. Bilateral occlusion impression: bilateral fallopian tube occlusion due to essure occlusion device. Significant irregularity throughout the margins of the uterine cavity. Consider ultrasound for further evaluation (per mr). Pathology test - on (B)(6) 2017: surgical pathology report. Final diagnosis: fallopian tube, left, salpingectomy: unremarkable tube. Fallopian tube, right, salpingectomy: unremarkable tube. Benign paratubal cyst. Lot number (lot # 676113 not valid) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure® coils and full occlusion of both tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/migration/perforation: not specified') and pregnancy with contraceptive device ('unwanted pregnancy/pregnancy- birth - no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (B)(6)2002, (B)(6)2009). On (B)(6)2010, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device expulsion and migraine outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device expulsion, fallopian tube perforation, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pain, migration, perforation, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2010: results: both essure® coils and full occlusion of both tube. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information added. Event : pelvic pain, abdominal pain, migraine added. Event : migration of essure device were updated to migration of essure device/migration/perforation: not specified. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pregnancy with contraceptive device ("unwanted pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6)2002, (B)(6)2009). On (B)(6)2010, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on(B)(6)2010: results: both essure® coils and full occlusion of both tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events per pfs: migration of essure device and expulsion of essure device. Pregnancy outcome updated. Event medical device removal was deleted. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/migration/perforation: not specified/subserosa of left fallopian tube'), pregnancy with contraceptive device ('unwanted pregnancy/pregnancy- birth - no complication') and device dislocation ('no essure device was found in the right tube') in an adult female patient who had essure (batch no. 676113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (B)(6)2002, (B)(6)2009, (B)(6)2016), multigravida and vaginal delivery (B)(6)2000 female nsvd full term (B)(6)2002 male nsvd full term (B)(6)2009 female nsvd full term). Concurrent conditions included breast tenderness. On (B)(6)2010, the patient had essure inserted. In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device dislocation, device expulsion, migraine and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pain, migration, perforation, other injuries/symptom. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2010: results: both essure® coils and full occlusion of both tube. Bilateral occlusion impression: bilateral fallopian tube occlusion due to essure occlusion device. Significant irregularity throughout the margins of the uterine cavity. Consider ultrasound for further evaluation (per mr).. Pathology test - on (B)(6)2017: surgical pathology report final diagnosis: fallopian tube, left, salpingectomy: unremarkable tube. Fallopian tube, right, salpingectomy: unremarkable tube. Benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs and medical records received: lot no. Was added. New events - no essure device was found in the right tube, dyspareunia (painful sexual intercourse) were added. Onset date of pregnancy (no complications) was updated. Reporter's information, patient demography, medical history, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/migration/perforation: not specified/subserosa of left fallopian tube'), pregnancy with contraceptive device ('unwanted pregnancy/pregnancy- birth - no complication') and device dislocation ('no essure device was found in the right tube') in an adult female patient who had essure (batch no. 676113-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (B)(6)2002, (B)(6)2009, (B)(6)2016), multigravida and vaginal delivery (B)(6)2000 female nsvd full term (B)(6)2002 male nsvd full term (B)(6)2009 female nsvd full term). Concurrent conditions included breast tenderness. On (B)(6)2010, the patient had essure inserted. In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device dislocation, device expulsion, migraine and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pain, migration, perforation, other injuries/symptom. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2010: results: both essure® coils and full occlusion of both tube. Bilateral occlusion impression: bilateral fallopian tube occlusion due to essure occlusion device. Significant irregularity throughout the margins of the uterine cavity. Consider ultrasound for further evaluation (per mr).. Pathology test - on (B)(6)2017: surgical pathology report final diagnosis: fallopian tube, left, salpingectomy: unremarkable tube. Fallopian tube, right, salpingectomy: unremarkable tube. Benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jan-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.